Manufacturer narrative:
Citation: tanase d infective endocarditis after percutaneous pulmonary valve implantation - a long-term single centre experience. Int j cardiol. 2018 aug 15;265:47-51. Doi: 10.1016/j.ijcard.2018.04.094. Epub 2018 apr 22. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding long-term single centre experience on infective endocarditis(ie) after percutaneous pulmonary valve implantation(ppvi). All data were collected from single center between december 2006 and may 2017. The study population included 226 patients (predominantly male; mean age 21 years), 215 of which underwent right ventricle to pulmonary artery conduit initial placements or replacements with medtronic melody bioprosthesis. Of these 215 patients, 15 patient had been previously implanted with medtronic contegra valved conduit, 9 patients had medtronic hancock bioprosthetic valved conduit and 7 patient had been previously implanted with medtronic melody valve. The serial numbers were not provided. Among all patients one patient who was implanted with melody contracted endocarditis after unspecified duration and was treated with antibiotic therapy. Subsequently, the patient died one-month after hospital discharge due to uncontrolled lung hemorrhage. Based on the available information, this death was not attributed to medtronic product. Among all patients adverse events related to melody valve included: pulmonary stenosis, pulmonary regurgitation, endocarditis. Based on the available information, a direct correlation was likely between the observed adverse events and medtronic product. The median duration from ppvi to presentation with signs of ie was 22 months, with the shortest interval 4 months and the longest 91 months. Among all patients adverse events attributed to contegra included: pulmonary stenosis, pulmonary regurgitation and endocarditis. Among all patients adverse events attributed to hancock included: pulmonary stenosis, pulmonary regurgitation and endocarditis. No additional adverse patient effects or product performance problems were reported.